Manufacturer narrative:
The event was reported to have occurred on an unreported date in 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced several episodes of peritonitis. The cause and treatment were not reported. It was not reported if the patient was hospitalized for the events. At the time of this report, the patient has recovered from the events. It was reported that pd therapy has been withdrawn. No additional information is available as the reporter declined follow up.